Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Post-paced t-wave oversensing was noted during a follow-up appointment. Reprogramming recommendations were provided to the physician. The patient was stable and did not receive any inappropriate therapy as a result of the event.